Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended chest x-rays to confirm rv lead position. This pacemaker system remains in service. No adverse patient effects were reported.